Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead needed to be repositioned a couple of times, and at the final attempt, impedance measurements were significantly higher than with the initial locations. The physician opted to use a different lead, which was successfully implanted. No adverse patient effects were reported. It is expected to receive this product for analysis. Further information was received that after the lead was initially placed and connected to the device, thresholds increased, and the r waves decreased. The lead was disconnected from the device and repositioned. Once it was connected to the pacing system analyzer (psa), impedance measurements increased to 1500 ohms. The physician opted to replace the lead. No adverse patient effects were reported. It is expected to receive this product for analysis.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted since additional information from the field confirmed that this lead was an attempted implant due to high, but still within range, pace impedance measurements of 1500 ohms; therefore, it no longer meets the definition of a reportable malfunction.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead needed to be repositioned a couple of times, and at the final attempt, impedance measurements were significantly higher than with the initial locations. The physician opted to use a different lead, which was successfully implanted. No adverse patient effects were reported. It is expected to receive this product for analysis.